Event description:
After a cs33 stapler had been fired in a lap-assisted sigmoid colectomy procedure, a small hole was found in the anastomosis. The hole was subsequently closed by the application of sutures.

Manufacturer narrative:
There was a staple embedded within the cut ring of the returned cs33 stapler. This anomaly might happen if the cs33 were fired across an existing staple line. This, however, does not explain the presence of the small opening in the anastomosis. The concomitant device (idrivec) was also evaluated and met all functional and visual requirements. The root cause of the reported event could not be determined, but such events will be monitored and trended. (B) (4)